Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker exhibited fitting issue and the screw was sliding when connected to the lead. The pacemaker was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of setscrew problems was not confirmed. Analysis revealed the physicians in the field removed the atrial and ventricular setscrews and did not return them with the device. Therefore, no analysis of the setscrew problem can be performed.